Event description:
It was reported that a user experienced an insulin occlusion alert on the ilet, after which customer care instructed unclipping the pump from the body and performing a fill tube sequence that cleared the alert; the agent also reviewed how and why this alert can occur, and the user reported blood glucose of 325 mg/dl. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a reported lack of effect consistent with the occlusion alert, while the device component could not be assessed due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.